Event description:
It was reported that during a procedure involving a fusion oxygenator and eopa 3d arterial cannula, there was an increase in pressure. A thrombus was identified at the outlet of the oxygenator and in the arterial cannula. At the start of cardiopulmonary bypass, the flow increased from the start to 3 l/min, but it was not possible to increase further, leading to the cessation of cardiopulmonary bypass. The product was replaced to complete the procedure. It was noted that the patient was operated on an aortic valve and a bypass, and was then discharged to the intensive care unit for monitoring (mainly neurological). No patient complications have been reported as a result of this event. Medtronic received additional information that the health of the patient deteriorated, the patient died after a few days of reanimation. Medtronic received additional information that the thrombosis was located on the outside of the fusion membrane over approximately ¼ of its surface. The duration of the circulation extra-corporelle (cec) was approximately 2minutes and 30 seconds, with a gradual start to homogenize the priming, then it was impossible to increase the flow rate despite rotations of 3800 rpm on the maquet rotaflow centrifugal pump (maximum rotation 5000 rpm). The priming solution used was isofundine, 1 cgr, cefazolin 1g, heparin 5000iu. The patient had an intracavitary thrombus requiring the insertion of curative dose heparin 48 hours before the procedure and had a disturbed coagulation profile with notably a fibrinogen at 6.4g. Anticoagulation was assessed with a junior hemochron at 414s, an additional dose of heparin was added. The patient had numerous thromboses (spleen, liver) leading to multi-organ failure and the patient's death. Medtronic received additional information that "reanimation" means "post-operative department intensive care".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5: medtronic received additional information that the different heparin injections administered were a heparin choay initial bolus of 24000 iu, an addition bolus of 2500 iu of heparin through central-venous catheterisation (cvc) and bolus of 5000 iu of heparin in the priming of the circuit. The act measurement before the start of the cec was 417 seconds. The intervention started, the patient entered into the room at 7:50 am and induction was at 8:30 am. The surgical time started at 9:08 am. A heparin injection was given at 10:1 7am. The act control was at 10:22 am. Cec was started at 10:51 am. The incident occurred at 10:53 am. Heparinemia was greater than 1.1iu/ml at 3.95%. The patient was heparin-induced thrombocytopenia (hit) negative. B2 date of death: the date of death is month and year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info b5: medtronic received additional information that cgr stands for "concentrated red blood cell". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info b5: medtronic received additional information that the patient had an intracavitary thrombus. The patient was on preoperative anticoagulant therapy with home blood pressure monitoring (hbpm) and heparin. There was no further investigation for coagulation abnormalities prior to the surgery. The patient was considered high risk for an aortic valve surgery and bypass. A transcatheter aortic valve implantation procedure (tavi) was considered. The thrombus did not increase but was still present. The breast graft was harvested. The department head was consulted and the decision to proceed with the procedure was made collegially. The patient passed away a few days after intensive care. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.